Event description:
Broken screw drive handle. Does not rotate in forward position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination and a functional check of the returned device was unable to confirm the reported event. The returned device functioned in the forward, neutral, and reverse settings as intended. A complaint database search on the provided product code identified design improvements to further bolster the durability of this instrument were established through eco 343292 in january 2011. The returned item was manufactured prior improvements. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned device functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.